Event description:
It was reported that during a ladg procedure, the jaws did not open and could not release the tissue after firing. The manual release lever did not work. It is unk how the device was released from the tissue. No adverse consequence to the patient.